Event description:
I had a life threatening infection due to using infected minicaps. I had peritonitis as well as a bacterial infection. I was hospitalized 4 days. Many test were conducted the days I was in the hospital. They can provide thus information as to what test were done. They were numerous.